Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported receiving an unspecified high glucose reading on both the dexcom app and tandem t:slim x2 insulin pump shortly after sensor insertion in the arm. No error message was noted, and the patient did not perform a fingerstick at that time. The patient experienced vomiting, pain, and symptoms consistent with diabetic ketoacidosis (dka). She administered insulin via syringe (dosage not confirmed) and was transported to the hospital by her boyfriend. Upon arrival, a fingerstick reading indicated a blood glucose level of 600 mg/dl, and the patient was diagnosed with dka. The hospital initiated treatment with an IV insulin drip. The patient remained hospitalized for approximately three days and was discharged on (B)(6) 2025. During the follow-up call, the patient reported feeling well and was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/9/2025. It was reported that an unspecified malfunction occurred. Data was further reviewed. It was observed on (B)(6) 2025, that the high glucose and low glucose alert thresholds were crossed on the event date. Additionally, these alerts¿ sound output mode was set to match phone and provided an audible alarm. The probable cause could not be determined. No additional patient or event information is available.